Event description:
Information received indicates the service required light is flashing due to signs of fluid ingress on the left caregiver board and cable.

Manufacturer narrative:
The technician replaced the caregiver board and cable to repair the bed.